Event description:
During a revision surgery reported separately, the tip of the liner extractor broke and could not be located.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.